Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to an unspecific device issue.

Manufacturer narrative:
Per the clinic, the device was explanted due to a suspected short circuit on one electrode. No further information were made available. This report is filed july 4, 2015.